Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 25mm trifecta valve was implanted (date unknown). On an undetermined date post-implant, the patient developed endocarditis. The suspected cause was the valve which was explanted. Limited details were reported and no further information was available.